Event description:
It was reported that pump displayed temperature alarm while pump was charging and using tandem charging supplies, and caller described button and charging issue with pump that did not have most up-to-date software. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged replacement pump.